Event description:
It was reported that the touchpen on the programmer would not calibrate. It was also reported the touchpen had been recalibrated two times. The touchpen was then replaced and recalibration two times again, but issue still remained. The selection was about 1/4 to 1 inch off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus will not calibrate; overlay found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: r2067, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).